Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1) hi (greater than 600 mg/dl) and 170 mg/dl 2) 120 mg/dl and 45 mg/dl readings were taken in separate incidents. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.